Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported that meter was hot to the touch. Caller stated when she removed the battery cover; she noted the black battery wire was melted in the center. No death or serious injury reported. Requested return of the alleged meter for evaluation and replacement was sent.